Event description:
This lead was implanted on (B)(6) 1989 and was capped on (B)(6) 2013 due to low impedance and noise. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).